Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing on a competitor's right ventricular (rv) lead. The oversensing was caused as the rv lead was picking up the minute ventilation (mv) signal from a competitor's right atrial (ra) lead. In addition, the ra lead has a broken electrode. The oversensing led to pacing inhibition, however, no asystole was noted. In addition, radio frequency (rf) overuse was observed due to the frequent alerts the observations were causing through remote monitoring. At this time, mv was programmed off in both the rv and ra leads. Programming mv off also decreased the amount of rf overuse. This pacemaker remains in service. No adverse patient effects were reported.